Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was plugged it in, which caused the circuit breaker to trip. The issue was found during unpacking. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the probable cause of the complaint is unable to exclude device problem. The investigation findings do not clearly confirm the presence or absence of the reported problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.